Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 30 degree endoscope would flip on it's own when installed on universal surgical manipulator (usm) 2. The clinical sales representative (csr) stated that the site reseated the endoscope, but the issue remained. The caller stated that they also disconnected the endoscope from the vision side cart (vsc) and reinstalled it, but the issue remained. The technical support engineer (tse) asked the caller if they cleared the guided tool change by pressing on the clutch button; the caller stated he did not believe so. The caller stated that the site undocked, power cycled, then re-docked and the issue was resolved. The tse informed the caller that should the issue occur again, to clear guided tool change by pressing on the instrument clutch. The procedure was completed with no reported injury.

Manufacturer narrative:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 30 degree endoscope would flip on its own when installed on universal surgical manipulator (usm) 2. The clinical sales representative (csr) stated that they reseated the scope, but issue remained. The caller stated that they also disconnected the scope from the vision side cart (vsc) and reinstalled, but the issue remained. The technical support engineer (tse) asked caller if they cleared the guided tool change by pressing on the clutch button; the caller stated he did not believe so. The caller stated that the site undocked, power cycled, then re-docked and the issue was resolved. The tse informed caller that should the issue occur again, to clear guided tool change by pressing on the instrument clutch. The reported event was addressed with phone support. The field service engineer (fse) confirmed that the issue did not return after the system was power cycled. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.